Event description:
The customer contacted ameda on (B)(6) 2014 stating that her purely yours breast pump was powering itself off. The parent care representative instructed the customer to insert batteries to see if the pump would turn and stay on. The customer called two hours later stating that after installing batteries, a liquid started leaking from the battery compartment.

Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. Battery acid was observed inside the battery compartment. Internally, no signs of foreign substance, burning, melting, or charring were observed. Investigational testing has confirmed that batteries may leak when the upper middle battery is placed incorrectly, with the positive and negative and reversed.